Manufacturer narrative:
No ventilator logs were provided, and no service was requested for the device. The user facility chose not to repair the ventilator due to cost considerations. As a result, no investigation could be conducted, and the root cause of the reported event remains undetermined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.